Manufacturer narrative:
Correction: the complaint was retracted in error on the previous report. Upon complaint review, it was determined that the information in this complaint record reasonably suggests that a device malfunction did occur and regardless of misuse, the recurrence of this malfunction is likely to cause or contribute to a death or serious injury if it were to recur. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning which might have led to the short circuit. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 7 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device had no power. According to the report, the event was discovered twenty minutes after putting a new and fully charged battery device in place and when the surgeon was about to use the small battery drive device. It was further reported that when the scrub staff went to change the battery device for another, the battery inside the battery casing device was observed to be extremely hot and had melted in parts. During subsequent follow-up, the reporter stated that there were two additional small battery drive devices that would not run and two additional battery casing devices with unknown failures associated with this event . There was a five minute delay to the surgical procedure. A spare drill device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.